Event description:
Additional information received from the hcp reported that an x-ray conducted on (B)(6) 2011 showed lead migration. Reprogramming conducted the same day showed impedances over 10,000 ohms on electrodes #1 through #7 when referenced to electrode #0. The explanted lead was replaced on (B)(6) 2011 and the patient had great stimulation after the lead was replaced. There was no patient hospitalization or injury.

Event description:
It was reported that all electrodes were out of range. The patient was unable to receive any stimulation from the lead. The lead was explanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model unknown, lot # unknown, implanted: (B)(6) 2011, explanted: unknown. Analysis of the lead found broken conductors. The proximal end of the lead was ok and there were setscrew marks in the correct location. All conductors were broken 20.7cm from the distal end of the lead. The outer insulation was intact, but there was suspected body fluid observed in the lead. The lead stylet coil was ok. The distal end of the lead was ok. All circuits were open, there were no shorts between circuits.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6), lead model 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: unknown, accessory model 37752, serial# (B)(4), programmer 37743, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.